Event description:
Three resolute integrity drug eluting stents were implanted in the rca. A spiral dissection was reported to have occurred; a resolute integrity drug eluting stent was implanted to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).